Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure for device upgrade. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg revision procedure for an unknown reason.